Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed tears in the optic and a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to eval a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes of lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).

Event description:
It was reported the surgeon inserted a cq2015a three piece collamer lens and the trailing haptic was sheared off. The lens was removed without any pt injury. A suture closed the wound.